Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands failed to deploy. Reportedly, the physician slowly released the suction and found a bit of bleeding. The device was then urgently removed from the patient and the procedure was completed with another speedband superview super 7 device. When outside the patient, it was noticed that the bands were entangled. A photo sent by the customer confirmed that all the seven bands were present in the ligator cap and were entangled. It was noted that there was no difficulty experienced upon setting up the device. The minor bleeding was managed properly and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and visual evaluation noted that the trip wire was partially rolled in the handle assembly and was secured in the handle slot when received. The crimp was present on the tripwire. It was also possible to observed that the suture was returned cut with evidence of a sharp tool used and is attached to the tripwire loop and ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope and this condition is not considered as an issue of the device. The suture hole was in good condition and no damages were observed. Six bands were returned attached to the ligator head; however, some bands were moved out of their original positions and some were caught under other bands, indicating that the device failed to deploy the elastic bands. Microscopic examination was performed, and it was confirmed that some of the ligator head teeth were bent and one band was torn. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported issue of hemorrhage minor could not be visually and functionally verified since it is a clinical effect of the procedure, therefore it could not be confirmed. However, bleeding is a known adverse event of the esophageal variceal ligation as stated in the IFU. Therefore, the most probable root cause is known inherent risk of device the reported event of failure to deploy was confirmed. This failure is likely due to the manner in which the device was handled and manipulated during the procedure. The found failure of ligator teeth being damaged is likely due to interaction with the scope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2021. It was reported that during the procedure, the bands failed to deploy. Reportedly, the physician slowly released the suction and found a bit of bleeding. The device was then urgently removed from the patient and the procedure was completed with another speedband superview super 7 device. When outside the patient, it was noticed that the bands were entangled. A photo sent by the customer confirmed that all the seven bands were present in the ligator cap and were entangled. It was noted that there was no difficulty experienced upon setting up the device. The minor bleeding was managed properly and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.